Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Concomitant products - ethicon prolift (B)(6) 2006, american medical systems monarc (B)(6) 2006, ethicon tvt-exact (B)(6) 2012. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with an american medical systems monarc and an ethicon prolift on (B)(6) 2006, at (B)(6). The patient was also reportedly implanted with a cook surgisis 8-layer device on (B)(6) 2011 at (B)(6). Finally, the patient was reportedly implanted with an ethicon tvt-exact on (B)(6) 2012 at (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.